Manufacturer narrative:
One device was received for evaluation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No fire was observed while sealing on tissue was performed. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states, the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electro surgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecological procedure, near the instrument¿s jaws, a thread was protruding before the start of the procedure. The surgeon decided to use the instrument because it is not the first time that she notices such a thread. However, when the surgeon activated the instrument, she saw a spark on the instrument¿s jaws and noticed that there was much more energy being delivered than usual. The tissue in the jaws became carbonized or dissolved due to burning but no patient burn. The surgeon then removed the instrument from the abdomen and activated on a sterile gauze. The gauze caught fire. They changed the clamp and the problem was solved. There was no patient injury.

Manufacturer narrative:
Report source: administrative technician - operating room fl. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the instrument produced fire inside the abdomen of the patient and also outside the patient on a pad while doing another test. They changed the clamp and the problem was solved. There was no patient injury.